Event description:
It was reported that a revision surgery was performed on the patients left hip due to elevated metal ion levels. The patient underwent left hip replacement in 2011 with bhr and adr components, and right hip replacement with unknown devices. The patient started suffering from metallosis symptoms and had to undergo 2 revisions surgeries on (B)(6) 2017 and (B)(6) 2017 to correct the issue and begin rehabilitation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the cup/ head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other complaints have been identified for the cup. Similar complaints have been identified for the head and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The medical documents were reviewed. It was reported that a revision surgery was performed on the patients left hip due to elevated metal ion levels. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.